Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver does turn on and charge. The receiver passed all relevant tests on functional test station. The receiver log was reviewed, finding no issues related to complaint. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.